Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine (8 mg/ml at 1/6 mg) , prialt (7 mcg/ml at 1.4 mcg) unknown baclofen (750 mcg/ml at 150 mcg) via an implanted infusion pump. It was reported the patient had a pump refill today and upon interrogation the hcp was expecting 6.5 ml of drug in the pump and rece ived back 11.5 ml residual prior to refilling. The patient was also reporting less efficacy lately and stated their ptm boluses haven't felt as effective lately although couldn't give exact date of when they noticed. It was noted the last couple months the pump hadn't felt as effective. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp reviewed the logs and didn't note anything out of the ordinary other than a decrease in frequency of their ptm bolus requests around (B)(6) 2021. This was shortly after the time frame they stated they felt the ptm boluses weren't working. The patient was scheduled for a dye study and the issue was not resolved at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the dye study was completed on (B)(6) 2021 and it was normal. The catheter aspirated and dye spread as expected on fluoroscopy. With regards to resolving the volume discrepancy, nothing else would be done at this time. The patient was nearing time for replacement so when that occurred the physician would reassess and until then would work to figure out if there was anything else that could be done to manage the patient¿s changing pain needs.